Event description:
Per the report received from poland, edwards received notification of a pascal precision ace procedure in tricuspid position. During the procedure, a single leaflet device attachment (slda) occurred. Patient had severe secondary/functional tricuspid regurgitation (tr) and a mitral mechanical prosthesis. Anatomically, the patient had a rotated heart. There were some procedural complications, including difficult imaging due to shadowing of the mechanical prosthesis. The first device was implanted in a-s (a: anterior / s: septal) position. This device experienced a slda after release and stayed attached to the anterior leaflet. Tr grade became severe. A second pascal device implantation was attempted, but it was bailed out due to to grasping difficulties since patient had a rigid valve annulus, likely fibrotic from prior surgeries. Final tr grade became severe. As per medical opinion, the slda due to non-compliant fibrotic annulus and huge tension on the leaflets. No actions were taken and no reinterventions were planned at the time of this investigation. Patient was in stable condition.

Manufacturer narrative:
B2: other serious - even though there was no reintervention the final regurgitation reduction was impacted by the event. E1 telephone number: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted; the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.